Event description:
It was reported that a single day infusor was found to have excess solution on the white plastic of the luer lock connector. The device was filled with fluorouracil (5fu). This was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received at the plant for evaluation. Visual inspection on the unit (via the naked eye) noted fluid inside the package that contained the unit. The unit was removed from the package. The cause of fluid inside the package was visually identified to be an untightened blue winged luer cap. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. No signs of leakage were observed at the blue winged luer cap. The condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.